Manufacturer narrative:
The complaint that the 20g winged infusion sets leaked was inconclusive, because the returned samples were non-original product samples. The product returned for evaluation was a shipper box that contained 20 unopened 20g winged infusion sets. Five random samples were opened for evaluation. The infusion sets appeared unremarkable to gross visual examination. All of the samples were patent to infusion. No leaks were detected anywhere on the infusion sets during flushing or hydraulic pressurization. The tubing appeared to be properly adhered at the y-site, luer adaptor, and needle housing. Gross visual examination and functional testing revealed no evidence of defect or deformity related to the manufacturing process. A chr of lot #resl0618 showed no other similar product complaints from this lot.

Event description:
It was reported that upon preparation of catheter to connect it to the dialysis equipment, the legs of the catheter broke off, as the nurse lifted them up to clean the surroundings.